Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that the equipment does not start up, accompanied by a red x and beeping sound. There was no reported patient involvement.